Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving intrathecal dilaudid 7.5 mg/ml at 4.4002 mg/day and bupivacaine 30 mg/ml at 17.601 mg/day. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient reported pain at the pump pocket site on (B)(6) 2016. The clinical diagnosis was ¿pain at pump site.¿ on (B)(6) 2016, the patient continued to report pain at the pump site. The patient had lost significant weight and elected to have the pump repositioned. The pump was repositioned from the right lower quadrant to the left buttocks on (B)(6) 2016. On (B)(6) 2016, the patient reported skin discoloration following the surgical revision. The hcp attributed this to the pre-operative intravenous (IV) antibiotic vancomycin. The clinical diagnosis was ¿reaction to pre-operative intravenous vancomycin.¿ no action was taken. The event resolved without sequelae on (B)(6) 2016. The pain at the pump pocket site was related to the device or therapy and was not related to the implant procedure. The skin discoloration was related to the implant procedure and was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.